Event description:
Related manufacturer reference number:2017865-2024-01188, related manufacturer reference number:2017865-2024-01189, related manufacturer reference number:2017865-2024-01190. It was reported that patient's implantable cardioverter defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead was explanted due to infection. Pocket erosion was also noted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.